Event description:
Following the information gathered, the incident occurred when two arjo employees assembled the easytrack 4-post portable ceiling installation. Part of this installation (top plate) fell off and hit the users. As a consequence, one user sustained a bump on the head and the other user sustained laceration on the face requiring sutures and probable concussion. The device evaluation did not reveal any device malfunction. Following information provided by arjo employees that assembled the easytrack, the top plate was not fitted correctly to the top of the pole leading to its disconnection.